Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: review of the black box data revealed record dates from march 19, 2015 ¿ march 25, 2015 ¿ march 24, 2015 ¿ april 1, 2015. There was no evidence of excessive battery usage in the black box data; however, there were multiple power on reset events, call service alarms (064 and 078); motor errors present. On investigation, the electrical current draws were evaluated and found to be within the required specifications. The pump was exercised for 24 hours without excessive pump temperature duplicated. The pump was opened for investigation and did not reveal any damage, defect, moisture or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating without malfunction.

Manufacturer narrative:
Follow up #2 - correction to investigational findings: the pump was opened for investigation and revealed moisture contamination present in the pump's interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.